Manufacturer narrative:
H.6. Investigation: bd received 10 samples for investigation. The samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the customer stated she had talked to someone today from bd about vacuum not being good." "On 5/3/2021 the customer explained that about 1/2 of the the shelf pack has very little or no vacuum. Sometimes the next tube has no vacuum also, but it may have vacuum -it is very random."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the customer stated she had talked to someone today from bd about vacuum not being good." "(B)(6) 2021 the customer explained that about 1/2 of the shelf pack has very little or no vacuum. Sometimes the next tube has no vacuum also, but it may have vacuum -it is very random."